Event description:
It was reported that a home patient (hp) had received a system error (se) 2367 (alarm that is due to a previous se alarm and discontinues therapy), which occurred on the homechoice (hc) during use. The technical service representative (tsr) had the hp cycle the power on the hc to clear the alarm and review the alarm log to find the alarm that came prior to the reported se 2367. A se 2240 (air in tubing) was found to have occurred prior to the se2367. The tsr explained both of the alarms and the patient stated that they were connected at the time of the se 2240. The tsr advised the hp to either start over with all new supplies on the hc or use manual supplies to do a manual exchange to complete the therapy for the night. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional or relevant information becomes available, a supplemental report will be submitted.